Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and investigated. The reported physical resistance with the m-knob was not confirmed as normal tension was felt and the tip deflected properly without issues. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the reported physical resistance with the m-knob could not be determined as the device functioned as intended. The reported difficulty removing the device due to clip interaction with the chordae appears to be a result of procedural conditions and due to the clip inadvertently becoming caught in the chordae during positioning. The reported patient effect of tissue damage was likely a result of procedural conditions and due to the clip interaction with the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted reducing mr to 2-3. To further reduce mr, a third clip was advanced through the steering guide catheter, when turning the m-knob approximately 90-170 degrees tension was felt during steering. The clip then got caught in the chordae. Standard trouble shooting was performed and the clip was freed; however, a chordae rupture was noted and mr increased to 3. Both leaflets were grasped, at the ruptured chordae segment with the same clip and the clip was deployed successfully. Mr was reduced to 2-3. There was no clinically significant delay in the procedure. The patient remained stable. No additional information was provided.